Manufacturer narrative:
Arjo service technician found no signs of impact that could cause the button to be damaged. However, due to the fact that the part was scrapped, further evaluation to determined the cause could not be performed. The post market surveillance data analysis shows that the issue might be a result of the mechanical damage occuring insight the control panel. Based on the available evidence, the unintended upward bed movement was caused by the button remaining stuck in the activated position. However, the definitive root cause cannot be fully confirmed. The arjo device failed to meet its specification, as unintended bed movement occurred. The device was used for the patient treatment at the time of the incident. The complaint was assessed as reportable due to the allegation of unintended movement. No injury was sustained. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
It was reported that the citadel bed was broken. It was established that the bed platform was rising unintentionally. There was a patient on the bed during that time. No injury was claimed. The device was swapped, and it was found that the nurse control panel located on the left head-side panel had a defective up button. The button responsible for moving the bed up was stuck in the activated position.